Event description:
Patient with failed back syndrome and radiculopathy returned due to increasing pain despite pain pump exchange a few months ago. Patient underwent removal and replacement of malfunctioning intrathecal catheter. Fluoroscopic observation showed a broken or displaced intrathecal catheter at the lumbar insertion site. Remnant of catheter removed, new catheter was implanted and connected to pump.